Event description:
Customer states that he attempted to test on his aviva meter, but was unable to obtain a result due to an error message, and then had an adverse event. Customer states that he attempted to test, and "had high blood sugar," but obtained an error. Customer fell and hit his face on the ground. Customer stated that he was transported to the hospital, but declined to provide further information regarding the incident. Customer was using expired strips at the time of the attempts. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.